Event description:
The customer reported that the insulin pump alarmed and the drive support cap is protruded. The blood glucose reading was 189mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarms. The device had missing end cap sticker.